Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that watertight packing/silicone adhesive/silicone parts of peripheral device was broken and entered the channel, causing the nozzle to clog. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite gastrointestinal videoscope was clogged due to insufficient or incorrect reprocessing. The issue was found at reprocessing prior to a procedure. The intended procedure was completed with another scope with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported. The customer had been reprocessing the device correctly. The water supply status of the nozzle was inspected during the pre-use inspection and was not good prior to the clogging. The nozzle did not clog during the procedure. The mh-946 injection tube was used for manual cleaning. Scratches were found on the mounting part of the mh-946 injection tube. The facility used a non-olympus automatic endoscope reprocessor (aer) to reprocess the scope. The nozzle had been replaced on (B)(6) 2021.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The nozzle was found clogged with an unknown foreign material which could not be removed. Number one (1) keytop was leaking. The angulation was insufficient. There was angle play, which was adjusted. The insertion section was slightly dented and was slightly wrinkled. The objective lens was slightly scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.